Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Correcting UDI# from (B)(4) to unknown. Device received for this event is being corrected from ank c/x impl b9.5/d4.5/l9.5 catalog # 17-0553 to ank impl b9,5 d4,5 mm/l 9,5 mm catalog # 31010228. This is a follow up report for this information.